Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). Event site phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave, intra aortic balloon pump had overheat error and the backup unit was used and, there was no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: d3.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial rep name), e3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced muffler, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.